Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the scrdrivershaft-hex-lrg ø3.5 was received at customer quality (cq). Upon visual inspection, it was observed that the hexagonal tip was found to be bent. Functional test a functional test was not performed on the returned device as it was returned by itself, but the alleged device interaction issue was confirmed due to the observed condition. Dimensional inspection: the diameter at the end of hexagonal tip was measured to be within the specification. Drawing/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed. Investigation conclusion: the complaint was confirmed as the tip was found to be bent, which could have contributed to the reported condition. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date, the device could not be disassembled. No surgical or patient involvement was reported. This report is for one (1) large hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).